Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2015, essure (fallopian tube occlusion insert) was inserted. On (B)(6) 2015 the consumer experienced placement painful and second coil difficult, because fallopian tube was hard to find. In an unspecified date the consumer experienced lower back pain, complication of device insertion, urinating problem, groin pain, tiredness, and coughing. Consumer had work-related problems and problems with daily tasks. She visited a doctor and considers essure removal. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Consumer is considering to remove the devices. Lower back pain is listed in the reference safety information for essure. Pelvic, abdominal, groin, back pain of varying intensity and length of time may occur and persist following essure placement. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of plausible alternative explanation, a causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Quality safety evaluation received on 29-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 250 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Consumer is considering to remove the devices. Lower back pain is listed in the reference safety information for essure. Pelvic, abdominal, groin, back pain of varying intensity and length of time may occur and persist following essure placement. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of plausible alternative explanation, a causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible.